Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the amount of ventilation delivered was found to be low. The device's active exhalation control module and tubing kit were replaced to address the issue.

Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use.